Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2008; 5076 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with feeling tired and low heart rate. Upon interrogation, the patient's right ventricular (rv) lead had t-wave oversensing (twos) post biventricular pacing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.